Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 67-years-old female patient of unknown origin. Medical history and concomitant medication were not provided. Drug adverse reaction history and family drug adverse reaction were unknown. The patient received human insulin (rdna origin) injections (humulin, 100u/ml) from cartridge via reusable device (humapen ergo ii), twice daily, subcutaneously, for the treatment of diabetes mellitus from an unknown date in 2012. Dose was not provided. While on human insulin therapy, her humapen ergo ii had the situation of injection button could not press ((B)(4), lot:1107d03). So, she had missed her human insulin injection and experienced high blood glucose. Her blood glucose value after meal was 33 (units and reference ranges were not provided). The event of high blood glucose was considered serious by company due to its medical significance. Reportedly, the needle of humapen ergo ii was not changed every time. Information regarding corrective treatment and outcome for the events was not provided. Human insulin therapy was ongoing. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided but it was started in 2012. The suspect humapen ergo ii was returned to the manufacturer on 23apr2019. The reporting consumer related the events to human insulin therapy and did not provide a relatedness assessment for the events to humapen ergo ii. Update 22-apr-2019: information was received from global product complaint department on 17-apr-2019. Product complaint was processed and was updated in narrative. No other changes were made to the case. Edit 23apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 03jun2019: additional information received on 03jun2019 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields, malfunction from unknown to no, and device return status to returned to manufacturer. Added the date of manufacture and date returned to manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 03jun2019 in the b.5. Field. No further follow up is planned. Evaluation summary: a female patient that the injection button of her humapen ergo ii device could not be pressed. The patient experienced increased blood glucose. The investigation of the returned device (batch 1107d03, manufactured july 2011) found the device met functional requirements. No malfunction was identified. The patient did not change the needle for every use. The core instructions for use states to use a new needle for each injection. In addition, the patient used the device since 2012. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient reused needles. This may be relevant to the complaint of pen jamming and the event of increased blood glucose. The patient used the device beyond the recommended use period. This is not likely relevant to the event since the device met functional requirements.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medication were not provided. Drug adverse reaction history and family drug adverse reaction were unknown. The patient received human insulin (rdna origin) injections (humulin, 100u/ml) from cartridge via reusable device (humapen ergo ii), twice daily, subcutaneously, for the treatment of diabetes mellitus from an unknown date in 2012. Dose was not provided. While on human insulin therapy, her humapen ergo ii had the situation of injection button could not press. So, she had missed her human insulin injection and experienced high blood glucose. Her blood glucose value after meal was 33 (units and reference ranges were not provided). The event of high blood glucose was considered serious by company due to its medical significance. Reportedly, the needle of humapen ergo ii was not changed every time ((B)(4), lot:1107d03). Information regarding corrective treatment and outcome for the events was not provided. Human insulin therapy was ongoing. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided but it was started in 2012. The use of the suspect humapen ergo ii was continued and its return status was not provided. The reporting consumer related the events to human insulin therapy and did not provide a relatedness assessment for the events to humapen ergo ii. Update 22-apr-2019: information was received from global product complaint department on 17-apr-2019. Product complaint was processed and was updated in narrative. No other changes were made to the case. Edit 23apr2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.